Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture was requested on february 12, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: not observe. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported rupture was discovered by MRI scan. This record relates on the right side. The device has been explanted.